Manufacturer narrative:
Complaint conclusion: as reported, the plug of a 5f exoseal vascular closure device (vcd) was deployed outside of the patient's body. Therefore, the product was not available, and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The device was stored, prepped, and used per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and 5f non-cordis vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The operator deployed it in the black-black state of the indicator window. However, the plug is deployed outside the patient's body. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5mm. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use exoseal. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. The exoseal vcd was used in a transcatheter arterial chemoembolization (tace) procedure with a retrograde approach. The patient¿s body mass index (bmi) is not greater than 40. Additional information was requested but not provided. A non-sterile unit of the product ¿vascular closure device - 5f¿ was received for product investigation. Per visual analysis, the following conditions were revealed: the deployment lever was fully depressed; the indicator window showed black/white/red colors; the plug was fully deployed and not included in the shipment; the cowling guard was locked; the back bleed port was in the deployed position; the indicator wire was retracted; and the device was blood-saturated. No other significant details were noticed. Functional analysis was not performed due to the nature of the complaint and due to the deployed condition of the device. The reported event of ¿plug-inaccurate placement¿ was not confirmed through analysis of the returned device since it was received without the plug and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during product analysis. Based on the information available for review, it is not possible to determine what factors may have contributed to the issue experienced. However, procedural/handling factors are possible. According to the instructions for use (IFU), which is not intended as a mitigation, ¿use the left hand to anchor the vascular sheath introducer and the exoseal¿ vcd in a stationary position. Press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. Caution: care should be taken to ensure no further pullback of the exoseal¿ vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal¿ vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 5f exoseal vascular closure device (vcd) was deployed outside of the patient's body. Therefore, the product was not available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The exoseal vessel closure unit was prepared and used in accordance with instructions for use (IFU) instructions. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and 5f non-cordis vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The operator deployed it in the black-black state of the indicator window. However, the plug is deployed outside the patient's body. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the 5f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use exoseal. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. The exoseal vcd used in transcatheter arterial chemoembolization (tace) with a retrograde approach. The patient¿s body mass index (bmi) is not greater than 40. Additional information was requested but not provided. The device will be returned for evaluation.